Event description:
During a colon resection procedure, the ralc45 stapler failed to deploy staples or transect tissue. The device was discarded, and the procedure was completed by means of another device.

Manufacturer narrative:
Weight is unknown. The ralc45 was discarded by the healthcare facility, thus the expiration date is unknown because the lot number could not be ascertained. The ralc45 stapler was discarded and so, could not be evaluated. The concomitant idrivec was evaluated with another ralc45 and both performed acceptably.